Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient was pt was having some difficulty charging their ins and said ins would not charge since about 2 days ago. Pt said ins charge was down to nothing. Tss tried to troubleshoot with the pt, but pt would not troubleshoot devices and said his mind was gone and did not feel like troubleshooting. Tss suggested pt call back when they were ready to troubleshoot. Pt will call back and was hesitant to provide any more information on call.